Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, a suspected disconnection near curved rubber and image noise with the endoeye flex deflectable videoscope. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image noise was confirmed. Due to a cut on charge coupled device cable, image noise occurs, and an image cannot be displayed. The allegation of disconnection near curved rubber was confirmed. Due to a cut on charge coupled device cable, the monitor shows a black screen with no image. In addition, bending section cover had a scratch. Adhesive on bending section cover had a chip. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. Control unit had a scratch. Switch button 1 had a scratch. Grip had a scratch. Right/left plate had a scratch. Right/left lever had a scratch. Universal cord had a scratch. Protector of universal cord on control section side had a scratch. Light guide cover glass had a scratch. Light guide connector had a scratch. Video connector had a scratch. Video connector case had a scratch. Indication on light guide connector was not correct. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.